Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient stated the implanted neurostimulator had moved toward the shoulder blade area and appeared to move excessively under the skin. The patient reported that the implant had significant mobility and could shift position during stretching exercises. The patient added that the implant has a lot of room to move around. The patient stated that this had been occurring most of the time since the implantation approximately 1.5 years earlier. The patient expressed concern that pressure applied during an upcoming mammogram could further displace the implant. Information regarding mammogram and x-ray considerations was reviewed, and the patient was redirected to the healthcare provider for further evaluation of the reported implant movement.